Event description:
The event regards mix-up of pt results. The mix-up was caused by the use and the set-up of the analyzer, which was not according to radiometer's default settings. Radiometer abl800 software engineer and r&d has looked through the database set-up of the analyzer which was extracted from the service dump from the analyzer. The set-up of this analyzer has allowed the customer to scan the accession number of a new sample when the user is on the pt ID screen. Since this customer only uses the sample accession number, and no other pt identification, it is possible when you scan a new sample in the pt ID screen, to accidently overwrite the previous pt ID (in this case the previously scanned accession number). When the new sample is scanned the analyzer will overwrite the previous accession number and the results from the previous sample will now also be connected to the new sample. Additionally, the automatic log-of time was set to 60 minutes and 50 seconds. The default log-of time is 3 minutes. This is to avoid this kind of mistake where the analyzer will stay at the screen the last person using the analyzer left it from. If the next user is not alert and just scans a new sample this error can happen.

Manufacturer narrative:
No consequences for the pt have been reported due to this event, since the error was noticed by the hospital staff before the results were used. The set-up of this analyzer has been recommended to be changed in the following way: set the logoff time to a small number of seconds. This will eliminate the immediate problem. According to the operator's manual (om) the default log-of time is 3 minutes (994-908c page 15-2). Use result approval - this will ensure that once the info is correct and the result is approved it can not be changed again - only approved results would be transmitted to the lis system. Request pt info from the lis system based on the scanned accession number - this will lock the accession number and eliminate the problem. Regarding pt info layout the default layout consists of pt ID, pt's first and last name, sample type and temperature (om page 15-5). The customer has implemented a shorter log-of time and approval of the results before they are sent to lis.